Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection on hypotube shaft identified no issues and no kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a balloon pinhole distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU; however, a leak was noted coming from the pinhole distal from proximal markerband.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device could not be inflated. The device was removed from the patient and completed the procedure with a different device. No patient complications were reported. However, device analysis revealed that a balloon pinhole distal to the proximal markerband was noted.